Event description:
When surgeon was taking the clip applier out of the sterile container, the yellow clip fell off.the surgeon could not get any clips to engage with this clip applier. Defected clip applier handed off sterile field and another clip applier opened and work without any issues.